Manufacturer narrative:
The customer was sent a replacement pump and battery. In follow up with the customer, she stated that when she went to use the pump, it powered on and then off right away. When the customer removed the battery, she saw a dark brown/red looking tar. She wiped the tar and tried to use the pump and received an error message. Customer stated the pump does work plugged in, but not with the battery. No signs of melting, no breach, no injuries sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.

Event description:
The customer reported to customer service that battery acid from her breast pump leaked out of the battery. The customer described the substance as an orange in color, tarry substance. The battery pack no longer provides power to the breast pump.